Event description:
Patient was revised to address acetabular cup loosening, pain, reduced range of motion and discolored tissues. (Right side). (B)(6) 2012 - patient's operative notes received. It was noted that the patient had a fracture, an osteolytic cyst, a significant amount of gray liquid, and minimal corrosion on the neck.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
**Update** (B)(4) 2012 - patients operative notes received. It was noted that the patient had an osteolytic cyst, a significant amount of gray liquid, and minimal corrosion on the neck. The stem and sleeve have been added to the product pages and the complaint re-openedthe asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.